Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise and oversensing. The system was reprogrammed to the secondary vector. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise and oversensing. The system was reprogrammed to the secondary vector. This device remains in service. No further adverse patient effects were reported.